Manufacturer narrative:
Investigation is pending at this time. A follow up will be submitted once additional information is obtained. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the abbott diabetes care (adc) device in use with iphone 15 xs pro max phone with ios operating system version 17.6.1. The customer received a "replace sensor" message and was unable to obtain glucose readings. The customer experienced sweating, disoriented, loss of consciousness and was seen by a healthcare professional where a reading of 40mg/dl was obtained on their meter and customer was treated with intravenous glucose for a hypoglycemia diagnosis. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The user reported replace sensor error. The reported issue was investigated. The reported configuration was not compatible with the customer's reported application. The latest revision of the compatibility guide was available to the customer on the abbott diabetes care website. As the compatibility guide is provided to the customer and the incompatible configurations were used. Therefore, this complaint is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the abbott diabetes care (adc) device in use with iphone 15 xs pro max phone with ios operating system version 17.6.1, software version 2.11.2.8275. The customer received a "replace sensor" message and was unable to obtain glucose readings. The customer experienced sweating, disoriented, loss of consciousness and was seen by a healthcare professional where a reading of 40mg/dl was obtained on their meter and customer was treated with intravenous glucose for a hypoglycemia diagnosis. There was no report of death or permanent impairment associated with this event.